Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient was disoriented and his tongue was swollen. The patient's wife called the ambulance but sent them away because the patient seemed normal after re-gaining consciousness. The patient's wife stated it was normal for the patient to pass out. Follow-up with patient's clinic nurse indicated the patient experienced disorientation, a swollen tongue and passed out. The events occurred when patient was disconnected from the device. The nurse stated the patient suffered from multiple comorbidities including corroded arteries, which caused the patient to occasionally faint. The nurse stated the issue was unrelated to the patient's peritoneal dialysis regimen or the patient's cycler. The patient's physician noted the patient fainted due to a transient ischemic attack (tia). The patient was not dialyzing at the time of the syncopal episode and re-gained consciousness fairly quickly. The patient was not hospitalized and was not provided any medical treatment.